Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Purge system failure/air in purge was reported. They de-aired multiple times but it did not resolve the alarm. No purge fluid was observed exiting from the tubing. The purge cassette was removed and reinserted into the console but did not resolve the issue. The patient's outcome at explant was survived.

Manufacturer narrative:
B1 and h1: this report is being retracted. This is not a reportable complaint; the de-airing was not successful and there was no purge exiting the purge line. The failure is attributed to the purge cassette not the pump. H6: corrected to a25. H10: added the related report number for the purge cassette.